Manufacturer narrative:
This report is submitted on may 12, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. Revision surgery to replace the abutment and excise the excess skin was performed under a general anaesthetic on (B)(6) 2017.